Manufacturer narrative:
The malfunctioning devices will be returned to vygon for evaluation as part of the complaint investigation. Upon receipt, an investigation will be conducted, and the FDA will be notified of the investigation's results via follow up MDR.

Event description:
Neonatologist tried to remove line on (B)(6) 2024 but felt resistance/couldn't withdraw. The baby's foot was swollen at the time so decided to leave the line and remove the next day. When tried to remove on (B)(6) 2024 by neonatologist, the swelling had gone down but the line snapped and part of line was left inside the baby. The line had to be surgically removed at a different hospital where baby was transferred.

Event description:
Neonatologist tried to remove line on (B)(6) 2024 but felt resistance/couldn't withdraw. The baby's foot was swollen at the time so decided to leave the line and remove the next day. When tried to remove on (B)(6) 2024 by neonatologist, the swelling had gone down but the line snapped and part of line was left inside the baby. The line had to be surgically removed at a different hospital where baby was transferred.

Manufacturer narrative:
According to the complaint form, we got the following information: "neonatologist tried to remove line on (B)(6) 2024 but felt resistance/couldn't withdraw. The baby's foot was swollen at the time so decided to leave the line and remove the next day. When tried to remove on (B)(6) 2024 by neonatologist, the swelling had gone down but the line snapped, and part of line was left inside the baby. The line had to be surgically removed at a different hospital where baby was transferred. Baby remains at (B)(6) have not had an update on baby's condition." Furthermore, we were informed: "the PICC was inserted on (B)(6) 2024 and planned to be removed on (B)(6) due to right thigh and groin swelling. It was running with clear fluids and lastly meropenem. Prior to the medication it was running inotropes/ivn. The line was initially at 20cm then was pulled back to 15cm and was met with tension and unable to pull any further. Team was also unable to flush with heparin, therefore ceased all fluids and medications. This was done by neonatal fellow and consultants. Patient was transferred to a surgical hospital and the PICC was successfully removed by plastics team on (B)(6)." We received a proximal catheter tube of a premicath catheter and a 24g cannula as faulty samples. The catheter tube and the cannula were wrapped in adhesive tapes at the time we opened the sample bag after removing the tape, we noticed that the catheter tube had separated 2mm distal the pink adapter. The distal catheter tube was not returned to us. Further microscopic examination of the breakage area showed a rough and jagged surface on the fracture plane indicating excessive tensile force. According to the customer's description, the catheter was placed on (B)(6) 2024 and was finally removed on (B)(6) 2024 indicating that the catheter had fully functioned before it snapped. Due to the customer's description regarding the swollen foot it can be assumed that there was a patient's reaction. This could indicate a severe fibrin formation this can occur in very rare occasions and can have various reasons: allergic patient reaction to latex if latex gloves (even unpowdered ones) are worn during insertion allergic patient reaction to pur (in very rare occasions) poor/unfavourable catheter placement, so that the intima is irritated by catheter movements. The presence of hospital bacteria (on the catheter tip). In case of recurrence the catheter tip should be examined in the laboratory. But since the distal tube was not returned, it was not possible to examine the catheter's tip. Regarding difficulty in catheter's removal. If any difficulties occur when removing a catheter, excessive tensile force should not be applied, and the removal should be stopped first. It is helpful to examine the catheter path with ultrasound to analyze the reason for the blockage when removing the catheter. A warm compress over the catheter path stimulates vasodilatation. Gentle mobilization of the veins on the surface of the skin can be helpful. Catheter removal should be attempted again at a later appointment if it is still unsuccessful. Lastly, the protocol of the respective hospital for difficult catheter removal must be followed. Regarding this, there is a warning in the product's IFU: "do not over stretch the catheter as it may rupture, causing a catheter embolism." Having checked the batch history records, no deviation was found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The min value of 1.5 n is requested regarding the tensile force of the catheter tube. For the involved code 6g35961012, batch 8182731 and 8167083, the range was between 4.07 n and 5.92 n and therefore within the specification. There are five further complaints for batch 191022gr and six further complaints regarding a snapped catheter on code 1261.207 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action initiated by quality management as there is no hint for a manufacturing fault. Thus, as vygon, we do not take responsibility for the complaint.